Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm, model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. Model #: sc-4316, lot #: 18184148, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection. There was oozing at the ipg site. The physician could not determine if the infection was due to the device or procedure. Antibiotics were prescribed. The patient underwent an explant procedure.